Event description:
Individual healthcare worker worked 3 consecutive 12 hour shifts wearing sensicare glove products. On third shift lips became swollen and individual experienced shortness of breath, itching from head to toe, rash on arms, welts from chest to neck. Anaphylaxis resulted and individual was administered 50 mg. Of prednisone daily for 3 days. Pulmonary function tests ok. No latex materials present in the work environment, gloves or otherwise vistexilpo also administered. Individual previously wore sensicare powderfree without problems.